Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle had mixed products. The following information was provided by the initial reporter: consumer reported mixed product, stated that she purchased relion 8mm pen needle and noticed that the box included novofine 4mm pen needles. Consumer stated that the box was sealed, she said she purchased the needles about one month ago. Consumer also stated that she has never used novofine needles.

Event description:
It was reported that the relion® pen needle had mixed products. The following information was provided by the initial reporter: consumer reported mixed product, stated that she purchased relion 8mm pen needle and noticed that the box included novofine 4mm pen needles. Consumer stated that the box was sealed, she said she purchased the needles about one month ago. Consumer also stated that she has never used novofine needles.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Retained samples were checked and no defect found.